Event description:
The solia s 60 lead microdislodged within hours of the initial implant. The lead was repositioned on (B)(6) 2022. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the observed dislodgement. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.